Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving an error message of ¿replace sensor¿ after 4 days of wearing the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms of sweating, feeling sick, and came almost close to collapsing. It was further reported the customer self-treated with juice and then received sugar from a third party as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.